Event description:
It was reported that the patient experienced tingling sensation even with therapy turned off. It was also stated that the stimulation was not helping the patient when turned on. The patient underwent spinal cord stimulator (scs) replacement procedure. The patient was doing well postoperatively. All explanted device components were kept by facility per policy and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7171490, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7171299, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 36655651, model/catalog description: clik x anchor sterile kit, unique identifier (UDI)#: (B)(4).